Manufacturer narrative:
(B)(4)

Event description:
It was reported that at a post op check, the right atrial lead was discovered to have dislodged. The lead was successfully repositioned. The patient was asymptomatic to the dislodgement and was fine post surgery. The patient would continue to be monitored.